Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump showed error-check plunger sensor. No patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case and cracked plunger case. Ther was no evidence in the device's event history log. To conduct functional testing an occlusion test was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6), corrected data: health effects corrected